Event description:
It was reported by service report that the brakes are loose and do not hold when engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Stripped gear inside caster causing brakes not to hold properly.